Event description:
The customer reported the ventilator alarmed during use on a patient due to an air source fault and then shut down. The customer reported there was no patient harm. If the ventilator is operating, and no air flow is detected and the oxygen source is not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. Loss of both gas supplies will affect the function of the ventilator. The customer has not repaired the ventilator.

Manufacturer narrative:
The customer has not repaired the ventilator.